Event description:
At about 1 year 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 december 2022: lot 2002802: (B)(4) items manufactured and released on 03-july-2020. Expiration date: 2025-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.